Manufacturer narrative:
No product was returned for investigation. Only the clinical report was evaluated for investigation. The medical team had reported upon a leak from the yellow luer. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely sidearm luer damage due to the presence of sodium bicarbonate in the purge solution. The failure mode will be monitored and trended. A CAPA is open for the event.

Event description:
The medical center reported a fluid leak, on day 7, from the yellow luer during impella 5.5 support, for a patient admitted with acute myocardial infarction. A purge sidearm bypass was performed to resolve the noted issue. There was no harm to the patient and the pump remained on for support for another 6 days til explanted. The malfunction and necessary intervention in the form of the purge bypass prompts FDA reporting.